Event description:
Same case as MDR: 2134265-2013-08009, 2134265-2013-07905. It was reported that automatic pullback failure occurred. During the procedure, an opticross was used and able to show an image on the first use. When the physician used it for the second time, image disappeared and pullback could not be performed. Reconnection was done several times and then image appeared and pullback was able to be performed. However, during the third and fourth times of use, the pullback could no longer be performed. Physician exchanged the sled but the issue was not resolved. The procedure was completed with another with same device. No patient complications was reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).